Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold, wear abrasion and weight to the spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and lymphadenopathy. Device remains implanted.

Event description:
Device has been explanted.